Manufacturer narrative:
Qn#(B)(4). Additional test performed, as follow: 13 samples were taken from the current production (hemolok xl 544250) lot # 73j1600531, the samples were functionally tested according with procedures gs-0146tecrev07 and qip-0031tecrev21, issue reported in the complaint "clip reopened" was not present in the current manufacturing process. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
Five clips were closed and then reopened and fell into the patient. The complainant said that it did seem that the clips had closed. All the clips were retrieved. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box, lot #73b1600040 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Five clips were closed and then reopened and fell into the patient. The complainant said that it did seem that the clips had closed. All the clips were retrieved. The patient's condition was reported as fine.